Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was they have noticed that every once in a while they feel warmth where the implant is in their buttock. Caller stated it's not hot, but it's very different and they don't know if it's just inside or if the warmth is on the skin too. Caller added that they first noticed it because they have been sitting a lot lately because they had a fall recently. Caller noted they first had a fall a couple months back, and the more recent fall they fell on the opposite side. Caller stated both of their hands are not useable and they have to sleep in a recliner. Caller noted they've been sitting a lot more since the fall and aren't sure if that's why they're noticing the warmth or if the fall damaged something. Caller noted that they specifically noted feeling the warmth sensation while sitting in the car on the way to the doctor's today. Agent asked if they always feel the warm sensation in the car, but caller did not know. Agent advised caller to follow up with their physician and keep a symptom diary in the interim. Caller stated they will try and have their spouse feel if the skin feels warm as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.